Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 15-may-2024. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the photograph provided by the customer was evaluated. The photograph displayed a material in a specimen cup. No further evaluation can be performed from a picture assessment. The product was received at the manufacturing site for evaluation. Visual inspection was performed, revealing that a piece of debris was received inside a specimen vial. Further evaluation of the debris revealed that the sample is a mixture containing polyethylene and a salt species similar to sodium hyaluronate. The fourier transform infrared (ftir) spectrum raw data output file was compared against the compounds encountered during processing at the manufacturing site and no direct correlation was found. The complaint issue of foreign material - loose was identified during photo and product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/not provided section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI number: unknown as product serial number was not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - email address: unknown, not provided section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that foreign matter had been found in the patient¿s eye after the preloaded intraocular lens (iol) was implanted. The foreign matter was removed with tweezers. No inflammation developed after surgery and no injuries occurred. Account indicated that it was likely that the foreign matter came from the injector. The iol remains implanted. No further details provided.

Manufacturer narrative:
Additional information and corrected data: upon further review, it was noted that the information provided in the initial MDR should be updated as device serial number has been received. Therefore, this supplemental filing is to update the following fields per new information received: section d4 - catalog number: dcb00v0250. Section d4 - serial number: (B)(6). Section d4 - expiration date: 15-nov-2025. Section d4 - UDI number: (B)(4). Section h4 - device manufacture date: 15-nov-2022. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.